Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This patient underwent a device change out because the device could not be interrogated. This lead exhibited sensing issues with the replacement device as well as the previous device. The physician elected to replace this lead on (B) (6) 2010 and is speculating that the issue with lumax 340 vr-t might have been related to this lead issue. Lead was capped and left in the patient, so it will not be returned for analysis. Lumax 340 vr-t, (B) (4), MDR 1028232-2010-00202.